Manufacturer narrative:
Two possible product identifications were reported, however only one device experienced the reported issue, and it is unknown which of the two possible lot numbers was missing the screw components. Product details of both products are below: part: 00598800626 lot: 60933606 manufacture date: apr 21, 2008 expiration date: apr 30, 2018 510k: k946150 product code: jwh part: 00598800626 lot: 63122084 manufacture date: aug 5, 2015 expiration date: jul 31, 2025 510k: k946150 product code: jwh UDI: (B)(4). Reported event was confirmed through investigation. Product was not returned, so evaluation of the physical product could not be conducted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was determined to be a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the implant was missing screws from the packaging. The implant was still implanted; however, another package had to be opened to obtain screws. No known adverse event was reported. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is number 1 of 2 mdrs filed for the same patient. Reference:0001822565-2017-00611.

Event description:
It is reported that the implant was missing screws.